Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it could not be determined that the alleged moisture affecting the wound edges requiring sharp debridement was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On (B)(6) 2021, a device evaluation was completed by quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it could not be determined that the alleged moisture affecting the wound edges requiring sharp debridement was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has three diabetic foot ulcers to the left foot and is currently being treated for a deep foot infection. A device evaluation is currently pending completion. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Osteomyelitis: v.a.c.® therapy should not be initiated on a wound with untreated osteomyelitis. Consideration should be given to thorough debridement of all necrotic, non-viable tissue, including infected bone (if necessary), and appropriate antibiotic therapy. Protect intact bone with a single layer of non-adherent material. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Clinical considerations for diabetic foot ulcers: as with any treatment for diabetic foot ulcers, success depends on accurate diagnosis and the management of underlying disease in combination with effective debridement of non-viable tissue. Off-loading is essential for successful healing of diabetic foot ulcers. Early identification and prompt treatment of infection is essential to prevent complications. In patients with diabetes, this may be difficult as classic signs such as pain, erythema, heat and purulence may be absent or decreased. Special dressing techniques may be considered. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of the placement of the tubing and / or sensat.r.a.c.¿ pad. This involves using foam to allow placement of the sensat.r.a.c.¿ pad or tubing on the dorsum of the foot. Appropriate off-loading of the foot is essential in order to maximize the therapeutic benefit of v.a.c.® therapy. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 19-may-2021, the following information was reported to kci by the patient: on (B)(6) 2021, v.a.c.® therapy was placed on hold allegedly due to increased moisture affecting the edges of the wound. V.a.c.® therapy was to be resumed the following day at the wound care center post sharp debridement. On 08-jun-2021, the following information was reported to kci by the nurse: the physician attributed the alleged maceration to the activ.a.c.¿ ion progress¿ remote therapy monitoring system, and the maceration required surgical debridement. V.a.c.® therapy was discontinued. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.